Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 201 (manual drain) alarm occurred at the end of therapy on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The patient stated they did not have any symptoms. The therapy was tidal, the total volume equaled 6000ml, the tidal volume percentage equaled 85%, the total ultrafiltration (uf) equaled 500ml, the last fill volume (lfv) equaled 0ml, and there were 3 full drains. The total fill volume (fv) equaled 5681ml, the total drain volume (dv) equaled 7308ml, the total uf equaled 1904ml, the cycle five uf equaled 1904ml, the cycle four uf equaled -84ml, the cycle three uf equaled 103ml, the cycle two uf equaled -81ml, the cycle one uf equaled -215ml, there was one manual drain, and there were three bypasses. The patient stated they connected one 6l bag of 4.25% solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.